Event description:
It was reported to medtronic minimed that the customer experienced frozen screen while doing a pump rewind . The customer reported no adverse event. The event involved product(s) mmt-1782kl. Troubleshooting was performed for the event. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. No harm requiring medical intervention was reported. Product return requested. Customer agreed to return the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered up properly after battery installation. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. Unit passed self test and displacement test. Unit was monitored and no frozen screen noted. Successfully downloaded history files and traces using thus. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding vibrator harness assembly and corroded battery tube. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, keypad overlay texture damage, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails and label damage (stained). In conclusion, frozen screen was not confirmed during analysis. Exposed to moisture on the vibrator harness assembly and battery tube corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.